Manufacturer narrative:
This was reported by the facility to the regulatory body in the (B)(6) and so is reported to FDA as well. E2 error message indicates that the sample (blood) was not detected by the meter. The e2 error message is provided to assure that an erroneous glucose result does not appear in the meter display. The error message may be caused by test strips not being stored properly and being exposed to moisture or may be caused by the user pulling the strip away from the sample too soon (prior to display countdown to show test is in progress). Based on review of complaint records, there have been no similar complaints reported to the manufacturer from the UK or EU for this specific device. There have been a total of (B)(4) complaints in the us over the last (B)(4) months for either e2 or e3 error messages for the us version of this device, with no incidents (adverse events). Of the 33 complaints, 28 were resolved over the phone with troubleshooting. Communication from user facility verifies incident likely due to user error. There is no indication of a device defect. The device operated as intended.

Event description:
Communicated from the (B)(6). (B)(6) was treating an epileptic patient post ictal. Attempted 4 times to perform a glucose test using the trueone (sidekick) system. Meter gave an e-2 error message each time.